Event description:
Healthcare professional reported right side "capsular contracture" baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: more than three openings in anterior side assessed, as surgical damage. White calcification observed, on the surface of the shell. Nicks striated assessed, as surgical tool scratch like. Creases is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "capsular contracture", baker grade IV. The device has been explanted and replaced.